Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the system passed the system checkout and performed as intended without any other issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after registering the patient for the procedure, the system would not allow the site to advance within the software. This issue occurred pre-operatively. The site opted to abort navigation after trying to re-register without success. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient sex provided. If information is provided in the future, a supplemental report will be issued.